Manufacturer narrative:
Date of event estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had a couple of falls and their ipg had moved 3-4 inches. As a result, the patient was experiencing pain at the ipg site. Surgical intention took place on (B)(6) 2024 where the ipg was explanted and replaced and repositioned to the original location to address the issue. Effective stimulation was restored.